Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 43(an error in the motor was detected by reading unexpected value from hall sensor) and leaks at reservoir. Blood glucose value at the time of event was 242 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-332a, mmt-1884l, mmt-387a. Troubleshooting was partially performed. Customer was able to clear the error but was unable to complete the rewind process. Customer confirmed the leak passed through 2nd o ring. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-387a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 alarms were found on (B)(6) 2025 17:04:19.000 through on (B)(6) 2025 19:37:11.000, with several alarms noted. Line: 763, file: (B)(4). However, no alarms were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly, but corrosion was found on the motor home switch. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 were confirmed when pump error 43 alarms were found during download history review, caused by corroded motor home switch. Due to moisture damage found. Isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.